Event description:
It was reported that after magnetic resonance imaging, patient experienced spinal pain. Patient had received cortisone shot from health care professional for pain in spine. The MRI was for shoulder injury sustained 2 months ago which involved a fall.

Manufacturer narrative:
Product ID, 399930 lot# v007049, implanted: 2006 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).